Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead alert was reprogrammed.

Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alert triggered for high pacing impedance. It was noted the impedance had been steadily increasing over time. The lv lead remains in use. No patient complications have been reported as a result of this event.